Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient went into ventricular tachycardia (vt) and was shocked two times, was given four minutes of CPR, and the pump remained on for support. Pump was still supporting while planning for transfer to tertiary center for care escalation. After just over four days the patient expired when care was withdrawn.